Event description:
Report received of an under-delivery of levophed due to the IV line being clamped off with no pump alarm. The pt was receiving levophed 2mg/125ml via the pt's pulmonary artery catheter line. At the end of the IV tubing was a manifold with a "gang of 8 infusion ports". The customer contact was not sure when the infusion was started. The nurse reported that she began caring for the pt at 11:00pm. The levophed was initially infusing at 1mcg/min. The patient's blood pressure started to drop slightly. The customer contact could not recall the specific blood pressure values. The nurse was titrating the levophed infusion up to 20mcg/min (reportedly at a rate between 80-100ml/hour) without the patient's blood pressure increasing. The pt was treated with additional IV fluids for volume, and the pt's blood pressure reportedly responded to the fluid administration by increasing to an acceptable level. No specific blood pressure values were reported. At this time, approximately 1 hour after receiving the pt, the customer contact noted that the levophed drip was not infusing. It was reported that the stopcock at the distal end of the levophed infusion was turned to the off position. There was no pump alarm for distal occlusion. The IV pump was replaced and the levophed infusion was resumed at 1-2mcg/min. The customer contact reported that the patient received unnecessary IV fluids, but there was no adverse effect to the pt.